Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; a data review revealed that error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and the device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmer is freezing, glitching, and will not find the device of the patient, and an error message was displayed on this programmer. The programmer will be returned. There was no patient involvement reported.